Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking. Additionally, it was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose was 300 mg/dl. Reportedly, the cartridge was changed to address the issue.